Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Event description:
Customer called in to report the insulin pump alarmed for button error. The blood glucose reading at the time was 105 mg/dl. The customer stated that the insulin pump was exposed to moisture while being worn inside her bra. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.